Event description:
It was reported that during a drainage treatment procedure, the guide wire coating was peeling. The target lesion was located in the bile duct. The amplatz super stiff guide wire was inserted into an 8fr non bsc drainage tube, in order to exchange the tube after use. During withdrawal, the physician noted resistance. Upon removal of the amplatz, it was noted that the coating of the wire was peeling; however, there were no fragments in the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed the guide wire was elongated and unraveled. The guide wire coating was observed to be scraped along the entire body. The device met outer diameter specifications when measured in undamaged areas. A kink was observed 5cm from the distal end. The distal core wire was exposed and a core wire fracture was noted. Sem analysis concluded the fracture occurred due to a bending overload. No materials anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a drainage treatment procedure, the guide wire coating was peeling. The target lesion was located in the bile duct. The amplatz super stiff guide wire was inserted into an 8fr non bsc drainage tube, in order to exchange the tube after use. During withdrawal, the physician noted resistance. Upon removal of the amplatz, it was noted that the coating of the wire was peeling; however, there were no fragments in the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).